Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. H6 component code: g07002 - no device returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: what was the name of the procedure? =>unk what is the lot number? =>unk when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify =>unk please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2024 and barbed suture was used. During an unknown orthopedic surgery, a suture breakage occurred on (B)(6). The doctor said that the suture part near the fixation tab and near the needle broke and not used improperly, such as strong traction. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.